Event description:
The customer stated that the device does not turn on at times. This reported malfunction occurred in testing and there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.